Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not displaying several cubie pockets due to the faulty retractor band. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the enhanced drawer 4.1 was not showing part of the virtual drawer map and all cubies were locked in place on the row board. The customer stated this malfunction occurred while issuing medication to the patient and confirmed that there was no delay in patient care or no harm to the patient. There were no adverse events or injuries reported based on this event.